Event description:
It was reported that an atrial lead that had exceeded its shelf life was implanted. No sjm personnel was present during the time of implant. The physician and nurse were aware of the issue. No patient symptoms were reported and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Shelf life exceeded, health professionals at implant aware.